Manufacturer narrative:
The event occurred at the (B)(6). Approximate age of device ¿ 45 days. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump pocket infection and wound dehiscence. The patient was treated with an unspecified surgical therapy and drug therapy. No additional information was provided.